Event description:
During a surgical procedure to remove a growth on the neck, there was a fire which burned the pt's mouth, chest, neck and singed hair on the left side. The burns are not expected to require intervention. The burns were partial thickness. There was oxygen in use during this procedure.